Manufacturer narrative:
Correction: after review of the file it was determine that error code ¿600.6875¿ is not a reportable malfunction and MDR was submitted in error.

Event description:
It was reported that during firmware upgrade on bd pcu 8015 at alfred hospital, we have found 15 of pcus showing network error code 600.6875 and shows wireless device unavailable in the software version information after finishing firmware upgrade to 12.1.1.50. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 23jan2020. The review was performed from the date of manufacture to the present date 10jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that during firmware upgrade on bd pcu 8015 at alfred hospital, we have found 15 of pcus showing network error code 600.6875 and shows wireless device unavailable in the software version information after finishing firmware upgrade to 12.1.1.50. There was no patient involvement.